Manufacturer narrative:
The device was received, and an evaluation is complete. The service history record review did not identify any issues related to previous servicing of the device. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a system error 345 during testing. The cause was identified to be a failed upstream thermistor. Due to corrosion damage seen on the internal components the device was determined irreparable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump it experienced a system error 345 (thermistor disparity) alarm. No additional information is available.